Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that approx 30 minutes into an esophagectomy, the device jaws closed and would no longer open. The device was on tissue at the time, but no further info is available as to how the device was removed. There was no blood loss, no tissue damage and no pt injury. After review, the surgeon stated that he may have tried to seal too large a tissue bundle.